Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that two days post implant, this left ventricular lead exhibited loss of capture due to dislodgement. A revision procedure was performed; the lead became contaminated as it was attempted to be repositioned. The lead was removed and successfully replaced. No additional adverse patient effects were reported.